Event description:
Patient had capsule endoscopy, the capsule originally synced with the recorder, but there are gaps in the overall study. The study was able to be used, but is not complete. The study failure was reported to the manufacturer. Manufacturer response for pillcam capsule recorder, (per site reporter): we have had several failures with this device and are not happy with the response to date from the manufacturer.